Event description:
Customer states that aviva meter battery door is warped/humped in the middle. Customer stated that this has been happening slowly over time, that the battery door looked melted in the upper right hand corner. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.